Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and a drain was inserted into the abdomen. On (B)(6) 2013, the surgeon removed the drain. Upon inspection of the drain it was noted that it was broken. An x-ray confirmed that a piece of the drain remained in the patient. The patient underwent a reoperation on (B)(6) 2013 and the fragment was removed.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. A clean break was noted. The drain could have possibly been damaged or excessive force was applied upon removal. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1349580, mfg date 2013-02, exp. Date 2018-02. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.